Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a total hip procedure, the e-sep pencil caught fire. It was also reported that the surgeon received a burn on the right fore-finger that did not require any medical intervention.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported that during a total hip procedure, the e-sep pencil caught fire. It was also reported that the surgeon received a burn on the right fore-finger that did not require any medical intervention.